Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that the patient had a 6.6 fr broviac catheter placed on (B)(6) 2017. The healthcare professional (hcp) was unable to infuse the catheter and noted an occlusion. Catheter was surgically removed on (B)(6) 2017. No patient injury was reported.